Event description:
The customer complained of erroneous results on coaguchek xs meter with serial number (B)(4). The initial result at 6:00 a.m. Was 1.1 inr. At 6:28 a.m., using a different finger, the result was 1.7 inr. The customer thought the 1.1 inr result was incorrect. The customer does not remember seeing the qc check mark at the time of the tests. The customer's coumadin dose was changed from 7.5 mg to 10 mg due to the meter result of 1.7 inr. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. No adverse event occurred. It is documented that the customer is healthy. The suspect product was requested for return. The customer indicated he had one strip left to return. The suspect product was returned. The strip vial was returned containing one strip. Relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable. The returned meter and strip and one master lot strip were tested in comparison to a retention meter and master lot strip. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned product and the retention material meet the specification.